Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible. A follow-up report will be submitted when the final evaluation is completed as necessary.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a (B)(6)-year old male patient of (B)(6) origin. Medical history included diabetes mellitus, high blood pressure, his elder brother and elder sister had diabetes mellitus and hospitalization. Concomitant medications included metformin and mecobalamin, both for unknown indications. The patient received insulin lispro (rdna origin) injection (humalog series insulin, unspecific type), from cartridge via humapen ergo ii, 18 units in morning and 16 units in night, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2015. On an unknown date, while on insulin lispro therapy, due to diabetes mellitus, an operation to amputate the toe, a wound in the calf which exposed the bones, he was hospitalized. The recovery speed was particularly slow. It was reported that due to old age, his eyes were not good (had bad eyesight), and he could not see the injection pen batch number, insulin batch number and other information clearly. It was reported that he would often be hospitalized and has been hospitalized currently (reason was unknown). On an unknown date, the cartridge holder of the humapen ergo ii was broken (pc (B)(4) and lot no 1612d01) and he kept using it (as of (B)(6) 2020). The outcome of events diabetes mellitus inadequate control and lower limb wound was recovering while outcome of visual impairment was unknown. The corrective treatment details was unknown. Status of insulin lispro therapy was continued. Follow up was not possible because reporter refused to be followed up and treating physician contact details were not provided. The operator of the humapen ergo ii was patient his training status was not provided. The general humapen ergo ii was started around 2015 and the suspect humapen ergo ii (lot of 1612d01) was reported to have started around 2015 (specific time was unknown). The humapen ergo ii was ongoing and its return was not expected. The initial reporting consumer considered the relatedness of events with insulin lispro therapy as unknown while did not provide the relatedness of events with humapen ergo ii. Edit 16oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Upon review approximated suspect device age was added to the narrative.

Manufacturer narrative:
B.5. Narrative field: new, updated, and corrected information is referenced within the update statements in b.5. Please refer to update statement(s) dated 17nov2020 in the b.5. Field. No further follow-up is planned. Evaluation summary a male patient reported that the cartridge holder of his humapen ergo ii was broken. He continued to use the device. He also reported his eyes were not good (had bad eyesight), and he could not see the injection pen batch number, insulin batch number and other information clearly. He experienced diabetes mellitus inadequate control. The device was not returned to the manufacturer for investigation (batch 1612d01, manufactured december 2016). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. A complaint history review of the batch did not identify any atypical findings with regard to device cartridge holder broken or dose accuracy issues. The patient reported that he began using the device around 2015. However, the device was manufactured in december 2016. The core instructions for use state the humapen ergo ii has been designed to be used for up to 3 years after first use. The patient also reported visual impairment. The core instructions for use state that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. The patient continued to use the device after experiencing the alleged complaint issue. The core instructions for use state if any of the parts of your humapen ergo ii appear broken or damaged, do not use there is evidence of improper use. The patient likely used the device beyond the recommended use period and used the device while visually impaired. In addition, the patient continued to use the device after experiencing the alleged complaint issue. It is unknown if these misuses are relevant to the event of diabetes mellitus inadequate control.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and product complaint (pc), concerned a 67-year old male patient of han origin. Medical history included diabetes mellitus, high blood pressure, his elder brother and elder sister had diabetes mellitus and hospitalization. Concomitant medications included metformin and mecobalamin, both for unknown indications. The patient received insulin lispro (rdna origin) injection (humalog series insulin, unspecific type), from cartridge via humapen ergo ii, 18 units in morning and 16 units in night, subcutaneously for the treatment of diabetes mellitus beginning on an unknown date in 2015. On an unknown date, while on insulin lispro therapy, due to diabetes mellitus, an operation to amputate the toe, a wound in the calf which exposed the bones, he was hospitalized. The recovery speed was particularly slow. It was reported that due to old age, his eyes were not good (had bad eyesight), and he could not see the injection pen batch number, insulin batch number and other information clearly. It was reported that he would often be hospitalized and has been hospitalized currently (reason was unknown). On an unknown date, the cartridge holder of the humapen ergo ii was broken (pc no (B)(4). And lot no 1612d01) and he kept using it (as of (B)(6) 2020). The outcome of events diabetes mellitus inadequate control and lower limb wound was recovering while outcome of visual impairment was unknown. The corrective treatment details was unknown. Status of insulin lispro therapy was continued. Follow up was not possible because reporter refused to be followed up and treating physician contact details were not provided. The operator of the humapen ergo ii was patient his training status was not provided. The general humapen ergo ii was started around 2015 and the suspect humapen ergo ii (lot of 1612d01) was reported to have started around 2015 (specific time was unknown). The humapen ergo ii, which was manufactured in dec2016) was ongoing and was not returned to the manufacturer. The initial reporting consumer considered the relatedness of events with insulin lispro therapy as unknown while did not provide the relatedness of events with humapen ergo ii. Edit 16oct2020: updated medwatch and european and canadian (EU/ca) fields for expedited device reporting. No new information added. Upon review approximated suspect device age was added to the narrative. Update 17nov2020: additional information received on 17nov2020 from the global product complaint database. Entered device specific safety summary (dsss). Updated the medwatch fields/ european and canadian (EU/ca) device information and device return status to not returned to manufacturer. Added date of manufacturer for pc 5323973 associated with 1612d01 of humapen ergo ii device. Corresponding fields and narrative updated accordingly.